Manufacturer narrative:
The actual device was received for evaluation. During the visual inspection, the product was found to be wet but neither particulate matter in the housing nor in the header caps could be seen. The reported failure could not be confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during priming, before use with a polyflux 14l dialyzer, particulate matter was observed inside the cartridge. There was no patient involvement. No additional information is available.